Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01243, 0001825034-2021-01244, 0001825034-2021-01245, 0001825034-2021-01246. Medical products: item#: 115396, comp rvs cntrl 6.5x30mm st/rst; lot#: 071250; item#: 180553, comp lk scr 3.5hex 4.75x30 st; lot#: 568750; item#: 180560, comp nlk scr 3.5hex 4.75x30 st; lot#: 109940; item#: 180553, comp lk scr 3.5hex 4.75x30 st; lot#: 553500; item#: 113057, versa-dial 50x27x50 hum head; lot#: 886670; item#: 118001, versa-dial/comp ti std taper; lot#: 277440; item#: 113630, comp primary stem 10mm mini; lot#: 64548820. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product was discarded by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a left shoulder revision surgery approximately three (3) weeks ago while during a revision surgery for unknown reason surgeon was trialing the base plate came out along with glenosphere. It was reported by the surgeon that the patient's bone was soft and that the revision was then converted to a hemiarthroplasty.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-01243-1 0001825034-2021-01244-1 0001825034-2021-01245-1 0001825034-2021-01246-1 the following sections were updated: b4; b5; g3; g6; h1; h2; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.